Event description:
On (B)(6) 2011 customer reported that they ran a (B)(6) sample, tbil = 1.8mg/dl, on the dxc 600i instrument. Customer stated that the nurse questioned the result because a subcutaneous reader got 7.0 mg/dl. Customer reran on their other system and got 8.8 mg/dl. Customer stated they were rerunning the same sample on the original instrument. Customer isn't sure if other patients have been affected, but says their quality control has been good. There was no patient treatment based on the erroneous result because the result did not match the subcutaneous reader's result. Field service engineer (fse) examined the instrument and found that the reagent mixer was scratched and alignment out. Fse found the t-valve reagent side was leaking and replaced the parts. Fse ran 60 rep test with one bad result. Fse re-routed reagent tubing and ran another 60 rep test, and this time with no errors. Fse ran an additional 180 tests with no errors. Precision was good and mean was okay. Quality control was run with no problems as well. Fse verified repair per established procedures. Root cause is not known but issue appears to be due to a hardware failure.